Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32717. It was reported that following a (B)(6) 2020 implant procedure, the patient experienced post-operative pain in the right calf. As a result, steroids were administered, and on an unknown date, the system was explanted to address the issue.